Event description:
Customer reported under infusion of taxol. Taxol was infusing with 549ml to run over 3 hours. At the end of 3 hours there was a residual of 107ml and an actual run time was reported as 3 hours 30 minutes. No patient harm. Product return is not expected.

Manufacturer narrative:
Patient information requested, and all available information is included.